Event description:
A hospital in (B)(6) reported that an iw980jeu baby control wall mount infant warmer had a cracked heater head casing. This was observed during the performance check conducted by the biomed of the hospital.

Manufacturer narrative:
(B)(4). Method: the complaint head assembly of the iw980jeu baby control wall mount infant warmer was not returned to fisher & paykel healthcare for inspection. Our analysis is accordingly based on the event description and photographs provided by the biomed of the hospital. Results: photographs showed that there were cracked lines at the middle part of the upper head casing. There were also evidences of surface delaminating and crazing on the other part of the head casing. Multiple cracks along the head label were also noticed. A lot check revealed one other complaint of this nature for lot number 040804. Conclusion: it is likely that the delaminating, crazing and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The biomed of the hospital has ordered a head replacement kit to repair the head assembly.